Event description:
It was reported that a patient presented in-clinic due to a vibratory alert. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to be in back-up vvi mode, which was caused by the patient's merlin at home transmitter. Corrective programming changes were made on (B)(6) 2022 to successfully restore the ICD. The patient was stable throughout.